Manufacturer narrative:
Block b5 has been updated with the additional information received on september 17, 2024. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation imdrf impact code f2301 captures the use of a second stent to complete the procedure block h11: a wallstent enteral delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the sheath kinked. No other problems were noted with the delivery system. Product analysis could not confirm the reported event of stent material deformation as the stent was not returned. The investigation concluded that the observed problem of sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. Taking all available information into consideration, the overall root cause of the reported event is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral uncovered stent was used in the intestinal tract for intestinal stenosis during an intestinal stent placement procedure performed on (B)(6) 2024. During the procedure, after deploying the stent, the "tip had burrs" which pricked the mucosa and resulted in bleeding. The stent could not be removed from the patient. Another wallstent enteral was implanted to complete the procedure. The patient's condition following the procedure was reported to be stable. ***additional information received on september 17, 2024*** it was reported that the wires at the tip of the stent were lifted and bent.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the use of a second stent to complete the procedure.

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral uncovered stent was used in the intestinal tract for intestinal stenosis during an intestinal stent placement procedure performed on (B)(6) 2024. During the procedure, after deploying the stent, the "tip had burrs" which pricked the mucosa and resulted in bleeding. The stent could not be removed from the patient. Another wallstent enteral was implanted to complete the procedure. The patient's condition following the procedure was reported to be stable.